Event description:
A 24mm amplatzer septal occluder (aso) and a 10f amplatzer torqvue 45 delivery system (dtv45) were attempted to be deployed in a (B)(6) female patient. The defect was sized at 20mm using a 24mm amplatzer sizing balloon ii. The 24mm aso appeared too small for the defect upon deployment after three attempts using the rupv and lupv approaches. A 26mm aso and a 12f dtv45 were then prepared but deployment using the rupv and lupv approaches failed again despite multiple attempts. A blood clot appeared to be adhered to the first 26mm aso so another 26mm aso was open but was not used. When a hausdorf sheath was selected to replace the 12f dtv45 for another attempt, tee revealed a pericardial effusion and the patient developed cardiac tamponade, a blood pressure reduction and went into cardiac shock. A 500ml of fluid was drained by pericardiocentesis and the blood pressure was regained. The patient was transferred to surgery where the atrial septal defect was surgically closed and confirmed that the pericardial fluid was effused from the upper roof of the left atrium (la). At a later time, the 10f dtv45 was noticed to be flared at the tip. However, it was not known if the sheath tip was deformed before it was inserted into the patient. The direct cause of a la roof perforation could not be determined as multiple delivery sheaths and occluders were in the left atrium. The patient is reportedly stable and scheduled to be discharged in 1-2 weeks. Please reference MDR# 2135147-2012-00156 for the 26mm aso.

Manufacturer narrative:
Upon receipt of the amplatzer torqvue delivery system (sheath and dilator only), the components were decontaminated and examined; the sheath tip was found kinked. The components were examined microscopically and no additional defects were observed. The source of the observed damage could not be determined, however it is consistent with advancing the tip against an object with force or high retraction forces. During manufacturing, this delivery system lot underwent a series of inspections to verify the integrity of the sheath. A review of manufacturing documentation confirmed this delivery system lot successfully completed these inspections.